Manufacturer narrative:
This report is being supplemented to provide additional information based on the third-party testing, device evaluation and the complaint investigation. The device was evaluated where an additional potential adverse event was confirmed: foreign material was found in the air/water cylinder, air/water tube and jet tube. The event can be prevented by following the instructions for use (IFU) which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: aug 27, 2025 sampling from: all channels cfu: >80 cfu (total) bacterial identification: micrococcus luteus/lylae, bacillus cereus, staphylococcus epidermidis, coagulase negative staphylococci, ochrobactrum anthropi and microbacterium liquefaciens sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: >80 cfu (total). Bacterial identification: bacillus species, bacillus cereus, bacillus pumilus, bacillus altitudinis and microbacterium liquefaciens. Sampling date: (B)(6) 2025 sampling from: all channels. Cfu: 3 cfu (total). Bacterial identification: rhizobium sp, bacillus species and rossellomorea sp. Based on the results of the investigation and because the user culture results were not shared, a root cause could not be established. Growth of microorganisms were reported through culture testing by the user after reprocessing. The reported malfunction was confirmed, however when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) after repair, the results conformed to the regulation's recommendation. Based on the results of the investigation of the foreign material in the air/water cylinder, air/water tube and jet tube, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.